Event description:
The customer reported that the x-ray light stays on even when not x-raying. Also, the system would lock up and not take x-rays.

Manufacturer narrative:
The ge service rep replaced the aux and the interface pcb as a precaution. The system is operating as intended.